Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm during normal use and was not able to clear. Customer's blood glucose was 120 mg/dl. Customer was assisted in clearing alarm and reprogramming time and date. Customer was advised to monitor insulin pump and that battery cap would be replaced.